Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that the right ventricular lead displayed noise and decreased pacing impedance measurements. No syncope or asystole was observed. A revision procedure was performed. The rv lead appeared to be fractured due to clavicular crush. The rv lead was explanted and replaced. No adverse patient effects were reported during the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The event and explant dates provided do not make sense so they were left off of this report.